Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. The s-ICD was reprogrammed from the primary to secondary vector. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. The s-ICD was reprogrammed from the primary to secondary vector. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. The s-ICD was reprogrammed from the primary to secondary vector. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Implant date updated to (B)(6) 2021.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. The s-ICD was reprogrammed from the primary to secondary vector. The s-ICD system remains in service. No adverse patient effects were reported.